Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the blade on the zimmer air dermatome was inserted upside down. As a result, a 2 cm gouge in patient's upper left thigh occurred.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
=-Additional information was received on jul 8, 2016 stating that the reported issue occurred during surgery and there was patient harm/injury associated with the report. There was an impact/damage to graft harvest, wherein the graft was thick and the graft harvest was able to be used. No additional unplanned graft harvest was required and the blade was placed upside down. The dermacarrier was at room temperature and it was unknown whether device was repaired by someone other than zimmer biomet. No alternate device was retrieved for use during the surgery and the surgery was delayed about 0-15 minutes. The surgical technique for the product was not utilized.

Manufacturer narrative:
Please refer to manufacturer site for corrections. It was reported on (B)(6) 2016 that the blade on the air dermatome was inserted upside down and resulted in a gouge to the patient¿s upper thigh. The customer clarified that no additional medical intervention was required. No further detail was provided. The customer indicated that the air dermatome, serial number (B)(4), was to be sequestered at the account and would not be returned. The device, manufactured on 18 february, 2002, is over 14 years old and was not returned to zimmer biomet surgical for service at least since inception of sap in july, 2011. As the product was not returned to zimmer biomet surgical, no product evaluation could be completed. The customer's reported event of the dermatome gouging the patient was non verifiable as the product was not returned for evaluation. The customer did note in their reported event that the blade was inserted upside down, therefore the root cause was that the user had been installing the blades incorrectly. The instructions for use contains detailed instruction on how to install the blades on the device. The device was repaired and returned to the customer.